Manufacturer narrative:
Three (3) good faith effort attempts have been made to the fse for more information regarding this complaint. No response has been received. If new information is received this complaint will be reopened and updated.

Event description:
It was reported that prior to attempting to complete b.17 software update by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.